Manufacturer narrative:
(B)(4). The assignable cause for the reported event was undetermined. The device was evaluated by the product analysis lab. No failure or malfunction was identified that could have caused or contributed to the reported event. The device passed the homechoice return instrument functional test and the homechoice rite electrical test. The device met performance specification requirements and was routed to the service area.

Manufacturer narrative:
(B)(4). The device was evaluated and there was no failure or malfunction identified that could have caused or contributed to the patient death. The device was forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
During a call for an unrelated issue, the peritoneal dialysis (pd) nurse reported the patient expired on (B)(6) 2010. The pd nurse was reluctant to provide additional information. The pd nurse stated the patients death was not related to therapy. No further information was available. Additional information was obtained by baxter global pharmacovigilance. It was not reported if an autopsy was performed. The pd nurse stated she would not be receiving the cause of death as the chart was in archives. No additional information was provided.